Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with cracked case display window corner.

Event description:
Customer reported via phone call that insulin pump had having issue with her pump, battery life and there was a crack in the pump. Customer states that battery life has decreased. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.